Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 46 of the patient's mouth. On (B)(6) 2019 loss of osseointegration was verified. Patient presented with fair oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility and hypersensitivity. No further patient complications were reported.